Event description:
The date of event is estimated. Dr (B)(6) performed a breast reconstruction procedure where a quill 3-0 monoderm knotless tissue-closue device was used for skin closure. The pt presented with redness along the incision line. It is uncertain if cultures were taken to confirm infection. However, the pt was placed on an oral antibiotic. It was noted that this was a high risk pt undergoing a reconstructive procedure and who may have had chemo and/or radiation therapy which may affect the wound healing process.

Manufacturer narrative:
The item/lot code info was not provided. Therefore, the expiration dates and mfg dates are unk. No samples were available for eval. Therefore, no testing can be performed. Method: the device was not available for eval. No product eval can be performed. Results/conclusion: the device was not returned for eval. No product eval can be performed. Without the finished good lot numbers, relevant portions of the device history records could not be reviewed. It's not certain if the technique of placement of the monoderm material attributed to this event or possibly the health status of the pt could have been a key factor. However, a definitive conclusion can not be drawn at this time. A company rep will f/u with this surgeon to possibly obtain add'l info. Angiotech ref: complaint# (B)(4). Item# unk, quill knotless tissue closure device, 3-0 monoderm, lot unk.